Event description:
The physician reported ventricular capture failure relative to the associated ventricular lead soon after implantation. A re-intervention was performed to correct the issue. During the re-intervention, the lead was confirmed to be proper connected to the subject pacemaker via a pull test. The lead was then attempted to re-fix the lead in the ventricular apex, but variable r-wave amplitude values were realized. The physician had difficulty in fixing the lead tip in the cardiac muscle with the helix. It was considered that it might be unable to fix the helix securely enough because of the fragility of the cardiac muscle. This lead was removed and mechanically tested, and it was verified to be functioning properly. The lead was re-implanted to a more suitable site, reconnected to the subject pacemaker, and the re-intervention was concluded. The day after this re-intervention capture failure was again indicated. A second re-intervention was performed and proper lead connection was verified by the physician. Psa measurements confirmed that the capture failure was related to the associated ventricular lead, independent of the subject pacemaker. Since blood had infiltrated the ventricular port during the re-intervention, it was decided to replace it. The associated ventricular lead was also replaced correcting the issue.

Event description:
The physician reported ventricular capture failure relative to the associated ventricular lead soon after implantation. A re-intervention was performed to correct the issue. During the re-intervention, the lead was confirmed to be proper connected to the subject pacemaker via a pull test. The lead was then attempted to re-fix the lead in the ventricular apex, but variable r-wave amplitude values were realized. The physician had difficulty in fixing the lead tip in the cardiac muscle with the helix. It was considered that it might be unable to fix the helix securely enough because of the fragility of the cardiac muscle. This lead was removed and mechanically tested, and it was verified to be functioning properly. The lead was re-implanted to a more suitable site, reconnected to the subject pacemaker, and the re-intervention was concluded. The day after this re-intervention capture failure was again indicated. A second re-intervention was performed and proper lead connection was verified by the physician. Psa measurements confirmed that the capture failure was related to the associated ventricular lead, independent of the subject pacemaker. Since blood had infiltrated the ventricular port during the re-intervention, it was decided to replace it. The associated ventricular lead was also replaced correcting the issue.